Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the right plunger case cracked. Event history log confirmed ¿check clutch plunger lever¿ occurred. Functional testing was able to replicate the reported issue; the pump went into ¿check clutch/plunger lever¿ during infusion. The root cause was determined to be the leadscrew and clutch halves. The leadscrew was replaced as well as the right and left clutch halves and clutch spring due to normal wear. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a motor rate error that replaced a main screw, and then exhibited a 'check clutch plunger lever'. There was unknown patient involvement.